Event description:
It was reported that patient experienced ineffective therapy. No falls, accidents or trauma were reported. As a result, patient underwent surgical intervention and the lead was explanted and replaced. Targeted pain pattern low back and legs. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.